Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial/ lot: (B)(4), description: 55cm 8 contact extension. A review of the manufacturing documentation for the ipg and 2 extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Devices were discarded by facility.

Event description:
It was reported that the dbs stimulator was explanted due to an opening of the pocket incision. The extensions were cut and the leads were left in he patient. The stimulator was disposed of by the facility once it was explanted. The patient will undergo a reimplantation procedure at a later date.